Event description:
It was reported that the patient presented to the clinic with high atrial lead impedance and increased atrial thresholds. A lead fracture was suspected. The lead was capped and a new atrial lead was implanted on (B)(6) 2023. The patient was stable and asymptomatic.